Event description:
It was reported that the patient presented via merlin.net. Transmission revealed episodes of noise and low impedance on the ventricular lead. The patient would be brought in for further troubleshooting. No further information could be obtained at this time.